Event description:
I received nexus cmf implant to my left tmj for ear pain. Continued to have worsening pain. Surgeon placed it despite warning letter from FDA. Now have to have surgery out of both my joints due to increase pain.